Event description:
Following a coronary intervention on a pt who had received heparin, an angio-seal device was deployed. The site oozed and a femostop was applied. The pt was returned to the unit; however, six hours post-deployment, a retroperitoneal bleed was suspected. The pt was transferred to the CT lab; however, the pt expired before the CT scan was performed. The angio-seal device has not been implicated as the cause of this event.